Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient had a reaction that consisted of inflammation and swelling at the sensor site. On (B)(6) 2021, the patient¿s parent consulted a physician via video chat and an oral antibiotic (sulfatrim twice a day) was prescribed. There was no documentation of additional medical intervention. No additional patient or event information is available.